Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was at two years remaining longevity and was using two hundred seventy-two of power. Analysis showed that this device was prematurely depleting. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker was at two years remaining longevity and was using two hundred seventy-two of power. Analysis showed that this device was prematurely depleting. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.